Event description:
Boston scientific crm received information that the right atrial (ra) lead micro-dislodged nine days post implant. The physician opted to program the device to vvi 50 until further notice. No adverse patient effects were reported.

Manufacturer narrative:
This lead was electrically abandoned and remains implanted in the patient. There is no further information available at this time. If additional information should become available to our company, this event would be updated.